Manufacturer narrative:
Additional manufacturer narrative: although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Many factors contribute to the onset and propagation of calcification. These can include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. As the device remained implanted, no product evaluation was able to be performed. The root cause of the calcification remains indeterminable. However, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned that a 31mm pericardial mitral valve was explanted after an implant duration of five years, five months, due to prosthetic mitral valve stenosis, motion restricted leaflets, and calcification. Examination of the valve showed no perivalvular leak and calcification of all three leaflets. Tee examination showed severe mitral stenosis with hardly any blood going through the valve itself. The explanted 31mm valve was replaced with a 33mm non-edwards valve. The patient also underwent tricuspid valve repair with a 34mm tricuspid annuloplasty ring and closure of atrial septal defect with pericardial patch during the procedure. The patient was taken to the intensive care unit in critical, but stable condition.

Manufacturer narrative:
Device evaluated by manufacturer: customer report of stenosis, motion restricted leaflets, and calcification was confirmed. As received, approximately 75% of leaflet 2 had been cut out; leaflet fragment was not returned. X-ray demonstrated moderate calcification on leaflets 1 and 3, minimal calcification on the remaining of leaflet 2, and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2 mm on leaflet 2 at the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9 mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and moderate outflow aspect. Host tissue fused leaflets 1 and 3 by approximately 3 mm near commissure 1 on outflow aspect. Leaflet 1 had a tear of 4 mm near commissure 2. Calcification was evident near the tear. Leaflet 3 had a vertical cut of 15 mm near commissure 3; the cut had a smooth edge. Additional manufacturer narrative: host tissue and calcification restricted leaflet mobility and led to stenosis.